Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto system, serial number: (B)(4), stockert generator, serial number: unknown, pentaray, lot number: 17069091l. (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.

Event description:
It was reported that a male patient underwent an ischemic vt procedure atrial fibrillation (afib) procedure with a thermocool® smarttouch® bi-directional navigation catheter and developed a small pericardial effusion during the mapping phase of the procedure. No intervention was necessary, however, the patient required extended hospitalization. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device and related to the procedure. The complaint device was discarded by the customer.